Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the b40 error occurred due to a faulty printed circuit board. The additional evaluation findings are as follows: the front panel switches were not working due to a faulty printed circuit board, there was no image from the digital visual interface (dvi) output due to a faulty printed circuit board, there was heavy dust inside the unit, the wires were corroded, the net spacer was damaged and a crack was found in the front panel. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center was turned on and the processor showed an b40 damaged video system error. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit boards could not be identified. Olympus will continue to monitor field performance for this device.